Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable cause includes skin preparation and application, the IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the bandage does not stick properly to the skin. Unknown when the incident occurred, how the procedure finished. No surgical delay. Patient injuries were not reported